Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had shocking, intermittent/erratic therapy, and a return of symptoms. The issue was reported to occur daily and was related to positional movement. The patient was shocked when they lay down or coughed. It was noted that the patient does work out and had used weights before. The patient stated that this change in therapy was sudden. The patient kept increasing stimulation because their pain had returned severely. The pain got worse as the battery started to deplete. When the patient charges up, they felt that they had better pain relief. The patient also reported ankle pain that felt like their ankle was breaking. The initial symptom of shocking was since the implant on (B)(6) 2013. The patient stated that they thought the device was supposed to do that. The symptom of stimulation not helping as the battery started to deplete and the ankle pain was reported to have started about 2-3 months ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.